Manufacturer narrative:
The investigation identified a defective pump in the sample metering subsystem affecting vitros ckmb performance, causing ckmb quality control results to shift low. Ocd field service investigated and replaced the sample metering pump on the 350 system. Acceptable ckmb performance has been maintained following the service activity. The root cause of the negatively biased quality control fluid results is instrument related.

Event description:
The customer observed negatively biased quality control results processed using vitros ckmb slides on a vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed for ckmb during the event. There was no report of patient harm as a result of this event.